Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion difficulties were encountered. The target lesion was the left main. It was pre-dilated with a 2.5 x 12 mm sprinter balloon. A taxus express2 2.5 x 16 mm drug eluting stent was attempted to be implanted but was unsuccessful. The procedure was completed with a different device. There were no reported pt complications. However, the returned product confirmed that there was stent damage.